Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Reportedly, transesophageal echocardiography (tee) was performed, revealing vegetation on the right atrial (ra) lead. No additional adverse patient effects were reported. This ra lead was explanted.